Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was brought to the emergency department (ed) for chest pain. Upon routine interrogation, it was noted that the patient multiple speed drops a low as 7400 rpm's. The system controller and battery clips were exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.